Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath, air was pulled through the sheath during aspiration. After the orion mapping catheter was inserted into the sheath in the left atrium, aspiration was performed, and air was continuously pulled into the syringe. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.